Event description:
Procedure type: laparoscopic inguinal hernia. According to the reporter: during the procedure, the tooth broke off the instrument in the pt and was then was removed from scrotum. No adverse effect noted to pt.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.